Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic," (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which 1 patient experienced cardiac tamponade requiring pericardiocentesis in a cryoablation procedure where the nrg transseptal needle was used among other devices. The other devices included sl0 sheath ((B)(6)), 20 mm circular mapping catheter (lasso, biosense webster), 15f steerable sheath (flexcath advance, medtronic), spiral mapping catheter (achieve, medtronic), and second generation cryoballoon (arctic frost advance, medtronic). There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] miyazaki, s., hachiya, h., nakamura, h., taniguchi, h., takagi, t., hirao, k., & iesaka, y. (2016). Pulmonary vein isolation using a second-generation cryoballoon in patients with paroxysmal atrial fibrillation: one-year outcome using a single big-balloon 3-minute freeze technique. J cardiovasc electrophysiol, 27(12), 1375-1380. Doi:10.1111/jce.1307